Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Aging deterioration may have caused the defect because over 8 years have passed since the device was used by the facility. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection, olympus found the following. The lamp of the device did not light. The lamp bulb was degraded with age. The light, power supply, and ignition coil of the device were failed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.